Manufacturer narrative:
[See scanned pages].

Event description:
Journal reference: krishna kumar, et al. "Spinal cord stimulation verses conventional medical management for neuropathic pain: a multi-centre randomised controlled trail in patients with failed back surgery syndrome" pain 132 (2007) 179-188. This article lists info suggesting a pt being treated with spinal cord stimulation for pain associated with failed back surgery syndrome required surgery to replace a lead, which was damaged during implant.